Event description:
It was reported that ripped downstream occlusion (dso) seal during testing. The reported issue may allow fluid ingress into the pump. It could lead to interruption of therapy. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available